Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image going out of field, multiple cracks on video connector, dent on distal edge and fiber breakage were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the hole in the tube was due to a cut on the cable; the image going out of field was due to a bend of the outer tube. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a hole in the tube. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a hole in the tube. The issue occurred during reprocessing. There was no patient involvement.